Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the current consumption was temporarily minimally elevated as a result of low ventricular lead impedance values which led to the warning message as mentioned in the complaint description. Note that the lower the impedance values, the higher the current consumption. However, the battery voltage is as expected and the battery is still sufficiently charged. A lead failure was automatically detected by the device on (B)(6) 2018. Based on the data available for analysis the integrity of the lead cannot be assured. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for analysis the clinical observation resulted from measured low impedance values. There is no indication of a pacemaker malfunction.

Event description:
Approximately 35 months after the implantation, increased battery consumption was observed during a device interrogation. The ram dump data showed decreased impedance on this lead. The lead remains implanted at this time. No adverse patient events were reported. Should additional information become available, this file will be updated.